Manufacturer narrative:
(B)(4)

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that the patient was experiencing a muscle twitch and/or shocking every time the battery fires. The patient was in an auto accident and presented to the emergency room. The interventions/actions that were taken to resolve the event included the patient going to her gi. The issue was not resolved as of (B)(6) 2016. Surgical intervention did not occur and it was unknown if it was planned. The gi was going to turn the device off. It was further reported by the hcp on (B)(6) 2016 that the device was firing multiple timesper second and causing pain and severe discomfort. The location of the symptoms was the abdomen. This was considered a sudden change in therapy/symptoms. This occurred on (B)(6) 2016. The hcp tried using a magnet to turn the ins off but that did not resolve the issue. It was further reported by the hcp on (B)(6) 2016 that there were no diagnostics done. They turned the device off and the shocking stopped. The cause of the pain/discomfort/shocking was not determined. Also, the pain/discomfort/shocking was not resolved. The indication-for-use (IFU) was unknown. If additional information is received, a follow-up report will be sent.